Event description:
The manufacturer received information from a third party service center alleging a ventilator would not function on ac power. There was no harm or injury reported. During the evaluation of the device at the third party service center, the device's ac inlet connector was replaced to address the issue.